Manufacturer narrative:
(B)(4). Investigation summary examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4)..examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse shoulder replacement. During insertion of the last locking screw, surgeon broke one of the tips of the screwdriver off - it was unable to be retrieved and remains in the patient. Another alternative for inserting the screws was not needed as this was the final one. No delay to procedure.